Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous proximal to distal left circumflex. After pre-dilating the lesion with an unspecified device, a 3.00x28mm taxus liberte stent delivery system (sds) was advanced but could not cross the bifurcation of the obtuse marginal branch. It was noted that the stent struts became damaged therefore, the procedure was completed with a different device. There were no pt complications and the pt's current condition is listed as "good".